Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic hysteropexy procedure on unknown date and the suture was used to fix mesh arms anteriorly to the cervix. Following the procedure, the patient experienced minor complications included urinary tract infection, perineal infection with concomitant posterior repair and voiding difficulty post-surgery. It was possible that the patient required repeat apical surgery. The patient was assessed with repeat laparoscopy and there was no avulsion from the cervix or sacrum. Additional information will be requested.

Manufacturer narrative:
Upon additional review it is determined that this medwatch report is not reportable. The supplemental report was initially sent to the FDA on 08/10/2017. This is report is being re-sent due to emdr transmission error.